Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33, a21 alarm test and excessive no delivery test. No excessive no delivery or occlusion alarm anomaly noted. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had unexpected restart alarm. Customer reported that they received no delivery alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.